Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. A microscopic inspection was performed, and makings were observed on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.